Manufacturer narrative:
Per tandem's user guide: for patients who do not self-manage their disease, the security pin function should always be on when the pump is not being used by a caregiver. The security pin function is intended to prevent inadvertent screen taps or button presses that may lead to insulin delivery or changes in the pump settings. These changes can potentially lead to hypoglycemia (low bg) or hyperglycemia high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered multiple boluses without user input. The pump history was reviewed and confirmed that the boluses were manually delivered by the customer; the customer did not acknowledge delivering the boluses. The customer's blood glucose (bg) level was 39, 42, and 58 mg/dl. The customer consumed sugar to address low bg levels. Reportedly, the security pin was deactivated; the customer was advised to reactivate the security pin.